Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump¿s history and trace files downloaded successfully using crest and thus software. Insulin pump received with critical pump error (open book image) alarm after battery installation and pump error is confirmed in long trace files due to failed force sensor(-114mv at zero offset). Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify charge/battery last less than expected due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump lasted only a few days, even with fresh and lithium battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.